Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the issue. Customer's blood glucose was 200-382 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned